Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during set up the device alarms for the disposable and the display is black instead of green. The reporter stated that it "looks like it was dropped".

Manufacturer narrative:
D9: 10-dec-2024. H3: one device was received for investigation. The reported alarm and screen issues were confirmed during functional testing. The investigation attributed these issues to physical damage to the device circuit board, micro switch, and block assembly, found during visual inspection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was repaired and passed all testing. Analysis notes that the probable cause of the device issues is that it was dropped.